Event description:
It was reported that when the patent was recovering from a traumatic brain injury was in the ICU unconscious. The patient's tracheostomy tube was changed from cuffed to cuffless and in error a 6.5 mm trach was used instead of the 7.5 mm trach. The smaller diameter of the 6.5 mm caused the patient's breath rate to increase. The medical staff didn't realize that the wrong size tube was used and thought the breath rate may have been due to anxiety and administered ant-anxiety medicine. When this didn't resolve the issue they decided to change the tube back to a cuffed tube and realized the error. Additional information received that when another respiratory nurse reviewed what had happened and noted that the packaging had recently been changed and that based on the new packaging could see how there could have been confusion between the model number and the size of the tube. In looking at the product specs I see that 4cn65a has an inner diameter of 6.5 mm, so there was perhaps mixed up the 6 of the inner diameter instead of the 4cn65a instead of the 6 in the 6cn75a in the model they should have been using.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.